Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented for follow up. The CT demonstrated that the aneurx stent graft had migrated 10 mm distally without an endoleak. Currently, the aneurysm is 4.5 cm in diameter. The abdominal aortic aneurysm has enlarged due to a distal type ib endoleak from the right iliac limb. There was a very short seal zone with the distal end of aneurx stent graft 4 cm from the right hypogastric artery. The right common iliac had dilated to 32 mm in diameter and the aneurx limb was 16 mm in diameter. The physician implanted coils the right hypogastric artery and implanted an endurant 16 x 16 x 156 limb into the right internal artery. The final angiogram revealed that the distal type I endoleak was resolved. The physician stated that the cause of the event was related to the patient¿s anatomy, short iliac artery seal zone and ectatic iliac artery growth. No additional clinical sequelae were reported and the patient is fine.